Event description:
The customer reported that the multigas unit failed. There was no patient injury reported.

Manufacturer narrative:
According to the customer, the unit displayed a "gas port blocked" error before displaying a "device failure" message. The customer wants to send in the unit to be repaired. It is unknown whether or not the unit was in patient use at the time.